Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-19463. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint: (B)(4) has been evaluated according to malfunction. Adhesive patch lifts or detaches during use. The lot: 6004163 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected to the tape. All test results were within specifications. The following test was performed: visual inspection according to version 18 acceptance and rejection criteria for adhesive tape. Doc. (Criterios de aceptación y rechazo de la cinta adhesiva.doc.) Batch review: the batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno contact detach g29 80/6tcap 10pk int was manufactured under system application product (sap) code 1726021 and manufacturing lot number: 6004163 on 08-nov-2023 and (B)(4) were manufactured. The batch record confirms this information. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required. Has context menu.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3

Event description:
Reference number (B)(4). Event occurred in the united states. On 26-april-2024, it was reported by the patient that three infusion sets fell off during use events on 22-june-2024, 24-june-2024, and 25-june-2024. Infusion set was in use for less than 48 hours. The blood glucose level was reported 130 - 200 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available.